Event description:
Healthcare professional reported "nodular figures attributable to lymph nodes", "bilateral isolated punctate calcifications" ," capsular contracture grade IV" and "severe pain with both breast displacement". Device remains implanted.

Manufacturer narrative:
Continued phone number (initial reporter): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "isolated punctate calcifications", "capsular contracture grade IV", "severe pain", and "breast displacement".

Event description:
Device has been explanted.